Event description:
Additional information received reported that the patient was having foot surgery and this was not related to their device. The patient mentioned their fall and that the x-ray showed everything was okay.

Event description:
It was reported that the patient fell backwards in the evening 5 days ago and landed hard on the right hip where the implantable neu rostimulator (ins) was located. The patient had no stimulation sensation following the fall. The patient was on program 4 at 6.1v, did not feel the stimulation, and couldn¿t increase or decrease the amplitude. The patient was not being able to make adjustment. The patient had replaced the batteries in the patient programmer, but it didn¿t help. The patient synced with the ins and the device was powered off. The patient lowered from 6.1v to 2.0v and then turned the ins on. The patient felt stimulation in their left hip and previously the stimulation was felt in the vagina. The patient increased to 2.50v and it was comfortable. The health care provider¿s (hcp¿s) office would coordinate an appointment for the patient to meet with the manufacturer representative on (B)(6) 2015. The patient mentioned having back and leg problems due to scoliosis, osteoarthritis, and 2 missing vertebra. It was later reported that the patient received assistance from their hcp or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nbf7, implanted: (B)(6) 2014, product type: lead. Product type: programmer, patient. (B)(4).